Event description:
It was reported that the customer went to the emergency room for high blood glucose. The blood glucose reading at time of the call was over 600mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and insulin exited. The father stated that the insulin pump alarmed no delivery twice during bolus. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.